Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that through environmental investigation a magnet on the patient's "shoulder bag" was suspected as a cause of this issue.

Event description:
It was reported that the stimulation of the hospitalized implantable neurostimulator (ins) patient was set to ¿on¿ the day prior but upon confirmation the next morning it was set to ¿off.¿ it was noted that the on/off function of the stimulator were ¿switched.¿ it was noted that it may have been caused by some electromagnetic interference. It was further noted that this kind of situation had never occurred previously. It was noted that it occurred after the patient was transferred to a new ward. It was noted that it was a ¿special room.¿ the issue did not occur at the previous ward. It was noted that the target disease was not dystonia.